Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right atrial lead exhibited far r over-sensing which resulted in inappropriate mode switch. Programming changes were made. There were no patient consequences.